Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. The keypad buttons responded properly during testing. The keypad cover was opened and evidence of moisture was observed on the keypad flex connector. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.